Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay/pt alleging the one touch ultra link meter was reading inaccurately. The reporter reported results of "249, 129, and 102 mg/dl" on the meter taken within 10 mins of each other. Based statistical criteria the results fall outside the expected value of <=20%. The reporter did not allege that the pt had any symptoms and said the pt sought advice from a health care practitioner due to the issue. The pt did not take any action regarding diabetes treatment due to the issue. The pt's testing technique was correct on the first two tests. The unit of measure and calibration code number were set correctly at the time of testing. The test strips were within expiration dating and in good condition. The quality control test failed specifications based on the range printed on the test strip vial. This complaint is being reported because the difference between the results feel outside the accepted value based on statistical criteria. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.